Manufacturer narrative:
The device has been received for evaluation. Investigation is pending.

Event description:
The event occurred on an unspecified date and involved a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer where it was reported that the product was leaking with infusion at connection with the clamp. There was unknown patient involved and unknown human harm.

Manufacturer narrative:
A photo was returned showing a am6100 ext set w/6-port nanoclave manifold with an indication of the leakage location at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. Received one used. List #am6100, 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer; lot #unknown. The used am6100 ext set w/6-port nanoclave manifold was pressure leak tested and leakage was observed and confirmed at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. The probable cause is an incomplete connection during manual bonding. A device history review (DHR) lot # review could not be conducted because no lot number(s) was/were identified.